Event description:
Subsequent to the initially filed report, additional information provided: it was reported that suture placement in the right common femoral vein was achieved with two proglides device using the pre-close technique via a 8f sheath prior to a mitraclip interventional procedure. Reportedly, the sheath was upsized to 23f and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. A hematoma was noticed hours later, post procedure, and treated with manual compression. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hematoma is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a proglide device achieved hemostasis in an unspecified vessel after a mitraclip procedure. Hours later, post procedure, a hematoma was noted. No additional information was provided.